Event description:
From details in this event report, the slit in tubing was likely a puncture, not defected product. Unsure of exact product used, but this is the product on hand information: bag = ref: 21-7059-24 lot 4372852. Set = ref: 204822 lot 20322508.